Event description:
This is an adverse event occurring in the (B)(6) registry. The pt had a very long 19-cm barrett's esophagus with invasive esophageal adenocarcinoma. The pt's barrett's history was complex, with previous argon plasma coagulation and endoscopic mucosal resection (results not available). Ablative therapy with rfa was selected as next therapy. The pt was taking aspirin and clopidogrel for recent coronary stent placement (see warnings and precautions regarding anti-platelet agents as significant risk factor for post-rfa bleeding in product labeling). Two days after a circumferential ablation, the pt was seen at the hosp with symptoms suggestive of a gi bleed. Endoscopy showed that there was a likely site of previous bleeding in the distal esophagus within the ablation zone. As there was no active bleeding, the pt was treated conservatively with IV ppi and stoppage of anti-platelet agents. Adverse event is resolved. The pt was not given a blood transfusion. Per the case report form, the event severity was noted as serious, relationship to device procedure was probable, and there was no device malfunction.